Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was not available.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed. The patient experienced no adverse consequences.